Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain and spasm at the lead site and in her ribs with stimulation on and off. The patient met with the physician and decided to wait out the pain and see if it goes away.